Event description:
The facility's biomed reported the pump was in use on the floor when it went into an alarm and the pump shut down. It is not known what alarm the pump displayed. The biomed noted there was no incident report filed so they can conclude there was no patient injury. The biomed noted the pumps come from central supply who get them from all over the hospital so they could not even begin to tell the writer where the pump came from so no alternate contact was able to be identified. The biomed did not have any information as to the medication involved, pump programming and set-up information, date the incident occurred, medical intervention, or tubing product code and lot# in use.